Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. Device was returned for service. During service, technician found above temperature specification, the technician was not able to confirm the vibrations at the thimble. The extension tube, both bevel gears and all ball bearings were replaced.

Event description:
Customer reported it has vibration sleeve while working. This is report 1 of 1 for complaint (B)(4).